Manufacturer narrative:
(B) (4).

Event description:
It was reported that when the pt's new catheter was implanted, the pt experienced an overdose. The programming was left the same as when the previous catheter was fractured (see MFR report #3004209178200908072). The pt was unable to walk until (B) (6) 2009. The medication being delivered via the device system was not reported.